Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the failure "aw-cylinder (tube) has foreign objects" and "aw-tube has foreign objects" is known inherent risk of device. The most probable cause of foreign objects in the nozzle is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle, aw-tube and aw-cylinder. There was no patient involvement.